Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: e1 (event site telephone, event site address, event site address line 2, event site city) a getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon arrival, he confirmed that the retainer, push-to-close latch is broken and replaced broken part. After each operation, the fse checked the operation based on the inspection record sheet and confirmed that it was currently working properly.

Event description:
N/a

Event description:
It was reported that during customer's routine inspection the cardiosave intra-aortic balloon pump (iabp) latch for securing the helium cylinder storage panel is broken (broken). No patient involvement. No harm.

Manufacturer narrative:
Due to character limit in e1: event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.